Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. It was received with cracked display window corner, cracked battery tube threads, cracked belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting performed. The customer was unsure if a button was pressed for 3 minutes or longer. The customer also complained about experiencing low blood glucose of 106 mg/dl. The device was returned for analysis.